Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer stated that the customer resolved the issue by rebooting the station. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was jammed and not opening. The malfunction occurred while the user was trying to issue the medication to the patient, causing a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.